Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to battery tube loose connector. The device also was received with cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and that the buttons were unresponsive. The insulin pump had not been dropped or bumped. The issue was not resolved by cleaning the battery cap and changing out the battery. The blood glucose reading was 6.4 mmol/l. Nothing further was reported.